Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported that the sensor was giving inaccurate readings and sensor error alerts. She stated that when the blood glucose reading was 125 mg/dl, the sensor glucose reading was 68 mg/dl. She stated that the sensor error occurred during the initialization period. She also stated that the sensor appeared to be fully inserted and flat against the skin. The blood glucose at the time of the report was 129 mg/dl. Nothing further was reported.